Event description:
Adverse event(s): "toxic anterior segment syndrome" (inflammation). Product problem(s): "none reported" (no information). A surgeon reported five cases of toxic anterior segment syndrome (tass). This patient experienced inflammation of cells in the anterior chamber. The facility reported they do not know the cause of tass at their facility and they are currently investigating everything including their cleaning procedures and products used. The manufacturer's account representative and the operating room surgical consultant are assisting the user facility. Additional information was received, the surgeons at this facility are convinced that this product was not the cause of tass. They feel it was a cleaning issue with the reusable I/a handpiece. It was noted that one of the surgeons had never had a case of tass and she used this product, however, she did not use the reusable I/a handpiece like the two surgeons who were having tass issues. All three surgeons believe this is why she didn ot have any cases of tass. The director of sterilization has removed the I/a handpieces from circulation. There are five medical device reports being reported; this report is for the third patient.

Event description:
Customer reportedly received the following results on the aviva meter system within 10 minutes: 52 mg/dl, 391 mg/dl, and 438 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.